Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported pump leaking, and black bag was completely saturated. Patient was instructed to stop infusion and proceed to office for scheduled visit. Reporter indicated "per md to disconnect pump and discontinue rest of 5fu infusion for today as unsure how much actually infused". The soiled pump, bag, and cassette were in a biohazard bag when the patient arrived. The clinic disconnected the tubing from the port site and port was flushed and positive blood return noted. Per patient and wife the whole bag inside the cassette was empty and was leaking through the cassette. The chemo was contained and placed in second biohazard bag. The clinic notified an home infusion who asked that bag, pump, and tubing all be sent back for evaluation. The patient reportedly washed hands thoroughly after contact and was instructed to wash any clothing/bedding items that came in contact with 5fu in a hot wash separate from other items. The patient voiced understanding. Neulasta on body applied today and patient left office in stable condition. Medication being infused was 5fu. No patient injury reported.